Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't turn due to a jammed motor was confirmed. It was found that the motor and motor cable were corroded and the motor shaft was stuck. Also the resistance value of the keypad of the handcontrol set was out of specifications. Also the insulation resistance of the motor was out of tolerance and there was a short circuit in the motor. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and the motor cable. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. Also the corrosion of the motor cable would have resulted in the short circuit in the motor. However, given the information provided we cannot discern a definitive root cause for the defective keypad. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformance related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that post to an unknown procedure, it was observed that the motor of the micro tornado hp w handcontrol device was jammed that it did not turn. During in-house engineering evaluation, it was determined that there was a short circuit in the motor on the device. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.